Manufacturer narrative:
The device is not required to be returned to animas.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was 300 mg/dl with extreme drowsiness, difficulty waking up, and confusion on (B)(6) 2014. It was reported the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and pump¿s settings were not recently changed, and the patient remained on the pump. The reporter stated the pump alarmed to replace the battery. Reportedly, the patient was aware the battery required replacement and unscrewed the battery cap to power off the pump and silence the alarm. The reporter noted the alleged hyperglycemia occurred while the patient was on an alternative insulin delivery method while the pump was deliberately powered off. This complaint is being reported because the patient¿s alleged hyperglycemia was due to a use-error. There was no report of or indication of a pump malfunction.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/04/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed the basal and bolus histories correctly matched the total daily dose history. Three unexplained reboots occurred following a replace battery alarm that occurred on (B)(6) 2014 at 01:22. Insulin delivery resumed at 14:32 that same day. No damage was found the battery compartment or returned battery cap. The battery cap contact dimensions were within specification. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.